Event description:
Gastroenterologist using device during ercp to attempt removal of gallstone. Basket got stuck in stone and md could not remove. He cut the basket using an argon beam and patient was transferred to another facility for removal of the basket.